Event description:
Lodi implants failed to osseointegrate. Part numbers, lot numbers, exp date, and MFR. Date: p/n 07465, lot # 19641, exp date: 11/30/2017, MFR. Date: 02/2013; p/n 07451, lot #19803, exp date: 12/31/2017, MFR. Date: 01/2013.

Manufacturer narrative:
Clinician stated that a lodi implant failed to osseointegrate. The clinician did not provide the following information: amount of torque used on abutment and implant; patient bone density; whether primary stability was achieved; whether implant was immediately loaded. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause may be unknown. The implants' lot history records were reviewed; any discrepancies or issues of non-conformances were successfully resolved prior to the release of the parts. Implant was manufactured to specifications. No further action is required.